Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept), the us importer of the apogee 2300 digital color doppler ultrasound imaging system and associated component ecbp-1 trus probe, became aware that the patient received a rectal perforation during trus probe insertion. Two (2) days post-aquablation procedure, the patient presented with abdominal pain and no fever, peritonitis, or a distended abdomen. A computed tomography (CT) scan revealed the presence of free air in the abdomen. The treating surgeon confirmed that 50 ccs of gel were inserted inside the patient transrectally before the insertion of the trus probe, and the pressure used during the trus probe insertion was minimal. The trus images showed that the patient had a long prostate with no bladder visibility at the beginning with the image improving when the trus probe was further advanced inside the patient. The treating surgeon believes that the perforation occurred due to the trus probe pressing on the rectal wall, as the hole in the rectum appeared to be the same size as the trus probe. On the seventh (7) day, the patient presented with a fever, significant dehydration, and paralytic ileus symptoms. The patient was transferred to the intensive care unit (ICU) and was treated for the symptoms. Once stable, the patient was discharged from the ICU. No malfunction of the apogee 2300 digital color doppler ultrasound imaging system and associated component ecbp-1 trus probe were reported.

Manufacturer narrative:
A review of the device history record (DHR) for apogee 2300 digital color doppler ultrasound imaging system (sn:(B)(6)) and its component ecbp-1 endocavity biplane ultrasound probe related to the reported event was performed, which confirmed that there were no nonconformance, failures, discrepancies or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. No similar complaint to the reported event was found after reviewing the post-marketing surveillance data of the device. The review of the operation manual for the apogee 2300 device (IFU) found that it has covered the related safety instruction: 1.6 safety l) when performing the rectal ultrasound exam, be gentle in the movement. Do not perform violent operation, otherwise it may cause risks of perforation of the rectal wall, damage to the anus and perianal tissues, damage to the rectal mucosa or bleeding. In summary, the root cause for the reported event could not be determined. The user manual of the apogee 2300 device lists rectal perforation as a potential risk of the procedure. Based on the review of DHR, post-marketing data and IFU, the event is considered not to be device related. The information received determined that the rectal perforation was not related to the siui apogee 2300 device. Submission of this report does not constitute an admission that the manufacturer's products caused or contributed to the reported event.